Manufacturer narrative:
Section a: patient initials information was not provided. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the m4 alarm appeared on the pump and a static noise was coming from the cable to motor connection and the centrimag (cmag) motor. The alarm and noise would appear with movement of the cable. The console/motor/flow probe was swapped to the backup and removed from service to be returned for investigation.